Manufacturer narrative:
The unit had a cracked case at the display window corner, a broken reservoir tube lip, a cracked belt clip slot, a missing end cap sticker, and a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the reservoir compartment was cracked and a piece was missing. The customer stated that the reservoir compartment no longer stayed in place and was being held on with tape. The customer's blood glucose level was 210 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.